Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) is complete. The reported problem (monitor failed a pulse test) was confirmed. As received, the monitor failed incoming functionality testing. Upon investigation, there were pinched/broken wires in the belt receptacle. The cause of the test failure was the damaged wires. The root cause of the damage wires cannot be positively identified but is likely due to physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that monitor sn (B)(4) failed a pulse test.